Manufacturer narrative:
Corrected data: the model number reported in the initial report is incorrect, the ipg was from the genesis family, but exact model number is unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg was explanted and replaced for an unknown reason. Note: the ipg was implanted in 2013. Exact date of implant is unknown.